Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 8,768 joules. Also, it was reported that this gland was completely closed; the physician attempted to establish a channel at 60 watts. The fiber was not cleaned during the procedure. No pt injury was reported. The device was not returned for eval.